Event description:
The patient received inappropriate high voltage therapy due to noise on the ventricular lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.